Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation, a 2.50mmx20mm emerge¿ balloon catheter was selected for dilation; however the shaft broke in two. The procedure was completed with a different device. No patient complications were reported.